Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing fluid loss. During evaluation, it was found that the quick-connect fitting had become disconnected at one of the connections between the pump and the cylinder. A surgical procedure was performed in which all the system was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing fluid loss. During evaluation, it was found that the quick-connect fitting had become disconnected at one of the connections between the pump and the cylinder. A surgical procedure was performed in which all the system was removed and replaced. There were no patient complications reported.